Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. In the logs, the ¿25734¿ error was found indicating ¿maxm (motor axis message): bad checksum on arm 2¿, confirming the fault occurred in the field. The universal surgical manipulator (usm) was installed onto a test platform where ¿pitch speed low test¿ was found to be failing on the pitch. Once testing was completed, the ¿pitch motor module¿ was further inspected and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to a component failure of the pitch motor module assembly within the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure and was resolved by replacement of the usm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system presented recoverable error 25734 on universal surgical manipulator (usm) 2. This error was recovered, but the error was still present. As the procedure was already nearing completion, the surgeon decided to finish the procedure laparoscopically. The technical service engineer (tse) checked the system event logs and identified the failure record. The tse instructed the customer to shut down the system, perform an emergency power off (epo), and restart the system. After this action, the system did not present the failure and is cleared for use. However, the tse checked the logs and identified that a visit to inspect the system will be necessary, as this failure indicates a problem with the usm2. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there was no increase in incision. There were no additional ports placed. The system initially started up without errors, initial tests validated. The procedure was completed laparoscopically, without complications. The patient was transferred to the post-procedure recovery room, conscious and alert, with no complaints, and discharged from hospital for outpatient follow-up with attending physician.